Manufacturer narrative:
An olympus endoscopy support specialist (ess) mentioned that the customer pre cleans, perform leak test, and manually cleans the scopes in the procedure room. The customer did not have a designated room for manual cleaning at the facility. The ess recommended the manual cleaning to be done in the cleaning room and advised that the doctor refrain from leaning on the scopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus endoscopy support specialist (ess) was on the customer site to perform a facility review summary. Upon evaluation, incorrect reprocessing was noted with the evis exera iii colonovideoscope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: facility staff were presumably less trained in device handling and/or reprocessing in accordance with IFU. Est and do not use the device if a leak is detected. A definitive root cause cannot be identified. This issue is covered in the instructions for use: IFU (reprocessing manual) warns against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor the field performance of this device.